Manufacturer narrative:
(B)(4). Returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole 16mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2018. It was reported that crossing difficulties were encountered. A 2.50mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.